Manufacturer narrative:
(B)(4). It was reported that moderate calcification was noted in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced being filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the moderately calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, after the plunger was retracted a posterior cuff miss occurred. The proglide device was removed. A second proglide device was used, after the plunger was retracted an anterior cuff miss occurred. The second proglide device was removed and hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected (needle to cuff miss) was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.